Event description:
It was reported that upon interrogation for an elective device replacement, a software error message was displayed. The physician was unable to finish the interrogation.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device entered into backup vvi operation due to a non-masked interrupt. A review of the device memory found multiple bit flips. The device was normal. No anomaly was found.